Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure, hypoglycemia or hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g998u1uesfhye1 hardware: sm-g998u1 cgm sensor type: g6.

Event description:
The patient reported having a seizure during the night due to low blood glucose levels (actual level not provided). The patient woke up the following morning with hyperglycemia. Blood glucose levels reach 349 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the site was leaking and they felt it was knocked the pod off when the seizure occurred. No medical attention was required.

Event description:
The patient reported having a seizure during the night due to low blood glucose levels (actual level not provided). The patient woke up the following morning with hyperglycemia. Blood glucose levels reach 349 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod was knocked off when the seizure occurred. No medical attention was required.

Manufacturer narrative:
During a follow up call on 25-jul-2025, the patient confirmed the pod was not leaking. Correction to section b5 - describe event or problem.